Event description:
On 0(B)(6) 2025, it was reported by the clinical diabetes specialist that the user was hospitalized for diabetic ketoacidosis (dka). A healthcare provider evaluated the infusion set site and found no visible issues. The user was hospitalized and later discharged. Despite multiple follow up attempts, no additional information could be obtained.

Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to distribution. Device logs show repeated alarms for incomplete cartridge load, insulin, and no evidence of successful insulin delivery. Cgm data confirms prolonged hyperglycemia. The user was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025. At the time of the dka event, the ilet was not in use. Based on available data, the ilet functioned as intended. The most likely contributor to the event was user error during cartridge setup, resulting in inadequate insulin delivery. On (B)(6) 2025, follow-up training revealed that the user had been connecting the filled insulin cartridge and luer adapter outside of the ilet, which is a known use error and explicitly warned against in the instructions for use. The user was re-educated and demonstrated correct technique under supervision.